Manufacturer narrative:
Concomitant medical products: juvéderm® volite¿, juvéderm¿ voluma¿ with lidocaine. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the ck1 and nasojugal groove with juvéderm¿ voluma¿ with lidocaine; into the chin with juvéderm® volux¿; and into the face and neck(filling the necklace lines) with juvéderm® volite¿. There were no complications at the time of the treatment, but there was a "small bruise" on the chin day 1 post op. 2 weeks post op, patient liked the results. About three months after injection, patient complained of lumps as they felt "bumpy" under their chin - submentally close to thyroid cartilage. Patient was advised to massage the area and use a warm compress. No improvement was noted. It was noted the area of the lumps was not where product was injected. Roughly two weeks following this, the lump in the submental region persisted with lumps all over the necklace line where the juvéderm® volite¿ was injected along with swelling in the nasojugal grooves (the right side being worse) where the juvéderm¿ voluma¿ with lidocaine was injected. No fever, signs of infection, or other concerns. Patient was told to take benadryl q 6hours and arnica tablets for 5 days along with warm compresses. About a week later, patient experienced swelling under the eyes that increased and the neck and submental areas still had lumps present. Patient was prescribed prednisone 30mg for 5 days. Five days later, the swelling had improved, however, filler in the nasojugal grooves was palpable and not well integrated, with lumps continuing to persist in the neck and submental area. The hcp's differential diagnosis is a hypersensitivity reaction, granuloma formation. Biopsy was not provided. 6 days later, patient had no swelling or other symptoms, however, the filler in the nasojugal grooves remains palpable and not well integrated with lumps persisting in the neck and submental area. Events ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00632 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.